Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the tip of the delivery system broke and fell out in the coronary sinus. Since it was floating, it was decided to capture the broken part. After many attempts, the broken piece was captured, but it was pulled out fast and separated into two pieces. It was decided to not take the pieces out because they were not yet in the vein and was thought to be safe for the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.